Event description:
It was reported that the right ventricular (rv) lead had low impedance and there was insulation failure under the suture sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Further information indicates the lead was explanted rather than capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7076 implantable pulse generator (ipg) (B)(6) 1992; 5524 implantable pacing lead (B)(6) 1992. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 17 cm, and a medial portion was received measuring 17 cm. The partial lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo.